Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown product performance issue. Additional information received implied that this lead was dislodged which was confirmed thru fluoroscopy. Furthermore, it was also observed that this lead had low r-waves and no capture. This lead was no longer in service. No additional adverse patient effects were reported.